Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas to report that the pump will not hold power, and stated that she has been off the pump 'for a few months.' The patient stated that she tried multiple battery caps and the issue remains unresolved. The pump was not available for troubleshooting. There was no reported patient impact as a result of the alleged power issue.